Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing of the lead confirmed that the insulation and the conductor coils were flattened at 288 mm to 307 mm from the terminal pin. Due to clavical first rib crush, the conductor coils were fractured at 295 mm from the terminal pin. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this recently implanted right ventricular (rv) lead displayed non-capture at 7v and 2 ms. Upon further review, an anatomical anomaly near the third rib/clavicle area was noted. Pacing impedance measurements were greater than 2,000 ohms with a lead safety switch tripped. A catastrophic crush failure was observed on the chest x-ray. A revision procedure was performed and the rv lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Final analysis concluded the documented findings. No additional findings reported.